Event description:
Dr (B)(6), surgeon of the hosp reported to our sales rep that he was performing a surgery procedure. During this he observed that the tip of the attachment was broken off. It was difficult to remove the tip from the medullary cavity. The rasp was removed from the medullary cavity with a blade cutter. A replacement was available and the surgery was successfully completed at the end. There was a delay of 15 min.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplementary report.